Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and secondary wall power adapter was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.